Event description:
It was reported that during routing follow-up of an asymptomatic patient, atrial sensing values were noted to be corresponding with ventricular activity. A chest x-ray revealed the lead to be dislodged. The atrial lead was disabled and remained implanted. The patient was reported to be fine following the reprogramming.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.